Event description:
A surgeon reported that one day after a glaucoma filtering shunt was implanted, the filtering bleb had become flat. The surgeon also observed fibrin in the anterior chamber. The intraocular pressure was considered to be too high, so on postoperative day four, the surgeon lysed four sutures and massaged the eyeball. At that point, the bleb did not reform. The surgeon took the pt back to surgery that same day. During the procedure, the surgeon could see that there was no aqueous humor or fluid filtering from the shunt. He then decided that the shunt was clogged; therefore, he removed and replaced it with another shunt. One week later the pt's condition was reported to be good.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and rec'd. (B)(4).